Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurately high glucose results. The patient reported blood glucose results of ¿8.0mmol/l" on a lifescan meter compared to "6.0mmol/l" on another meter. The complaint is being reported for the following reason: based on statistical methodology, the difference between the two results (33.33%) exceeds the maximum acceptable value of up to 30% difference between readings compared to another meter and taken within 30 minutes of one another. The issue was not resolved with troubleshooting. The patient did not report any blood glucose readings, symptoms, or treatment suggestive that an acute complication of diabetes occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.